Event description:
Therakos cellex photopheresis kit leaked blood at return pump during photoactivation phase. Procedure aborted. Pt physician notified. Pt was stable and released to home. Therakos contacted and tech sent to decontaminate machine.